Manufacturer narrative:
Examination of the returned femoral head, liner, and patient x-rays confirms the reported disassociation. The cup was not returned. Wear found on the liner suggests the device was edge-loaded. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. The investigation can draw no further conclusions with the information provided. Product problem has not been identified. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address disassociation of the liner from the cup. The tabs on the liner may have been broken off or worn down to tiny particles.